Manufacturer narrative:
No components were returned for analysis and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following the vip angio-seal deployment, the pt had an occlusion in the common femoral artery. The angio-seal was deployed as stated by the instruction for use (IFU). The occlusion occurred two days after the procedure. Surgery was performed to remove the angio-seal. The patient was in stable condition.